Event description:
Doctor noted fragments in knee during procedure. They were plastic debris from collar of abrader attachment. Knee was irrigated and all fragments removed. New attachment used to complete the procedure without further problem.